Event description:
The defect was found during inspection before procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer, as well as based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: a loose otor shaft, however, a specific cause to the loose shaft could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the front panel lighting does not turn off due to a loose motor shaft. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the front panel lights of the visera elite ii xenon light source were always on. There were no reports of procedural involvement or patient harm.